Event description:
It was reported that during the inflation procedure for stenosis expansion procedure, the balloon was allegedly unable to inflate completely. It was further reported that contrast medium allegedly leaked under x-ray examination and balloon leaked air when exposed externally. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. Therefore, a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation.the result of the investigation is inconclusive for the reported balloon inflation issue. The root cause for the reported balloon inflation issue could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for the litepac rx pta catheter was reviewed and contains the following information relevant to the reported event: storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Balloon characteristics: individual compliance charts are provided on the package label of each product. The semi-compliant balloon has a 8% ± 4% growth in diameter from nominal to rated burst pressure. The litepac¿ balloons reach their nominal diameter at 6 atm. Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Careful attention must be paid to the maintenance of tight catheter connections to avoid the introduction of air into the system. Insertion and inflation: inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. Note: do not exceed the rated burst pressure. Note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. H10: d4(expiry date: 05/2023),g3,h6(method). H11: b5,h6(result and conclusion). H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the sleek pta dilatation catheter products are identified in d2 and g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the sleek pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the sleek pta dilatation catheter products are identified. (Expiry date: 05/2023).

Event description:
It was reported that during the inflation process for stenosis expansion, the balloon was allegedly unable to inflate. It was further reported that the balloon leaked air and burst. The procedure was completed using another device. There was no reported patient injury.